Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial display. Device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working due to exposed to moisture. Customer¿s blood glucose level was unknown. Customer reported that the home screen did not appear on the display. Customer was advised to revert to backup plan per health care professional¿s instructions. Insulin pump will be returned for analysis.